Manufacturer narrative:
(B)(4). Air in a line indicative of a potential malfunction of the disposable cassette, was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the home patient (hp) observed air bubbles inside of a line of an integrated apd set with cassette. The technical service representative (tsr) assisted the hp in ending therapy and advised them to start therapy over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.